Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional thrombectomy procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the device was entangled in the patient and so the suture was cut to remove the device. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device the reported cuff miss was confirmed. The reported device entrapment was not confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) testing was performed and the testing result concluded that the unknown material in the posterior needle shank was loctite. Based on the reported information and the observations from the returned analysis, the reported needle to cuff miss was concluded to be related to a potential quality issue due to the observed loctite in the posterior needle shank preventing the posterior needle tip to eject which likely led to the reported device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Further investigation will be performed, and corrective actions will be taken, as required, in accordance with internal operating procedures. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.